Event description:
A report was received that the patient was experiencing pain at the incision site. X-ray was taken and reviewed. Several contacts of the patient¿s lead were fractured. The patient will undergo an ipg and lead revision to fix the lead and replace the anchor that was causing pain.

Manufacturer narrative:
Additional information was received that the patient was not receiving adequate stimulation due to lead migration. The patient underwent a lead revision, during which, the physician replaced one lead and positioned both leads. The patient was reportedly doing well after the procedure. The explanted lead was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, lot #: 14302394, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the incision site. X-ray was taken and reviewed. Several contacts of the patient¿s lead were fractured. The patient will undergo an ipg and lead revision to fix the lead and replace the anchor that was causing pain.